Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided hydrothorax percutaneous drainage procedure using a navarre opti drain catheter. Prior to the procedure, upon opening the package and before initiating the procedure, it was observed that the sure-lok tm thread had completely separated from the catheter. The procedure was completed using another drainage catheter. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo show's a partial view of the drainage catheter within the packaging, where the catheter strain relief has come out of the catheter hub. Therefore, the investigation is inconclusive for the reported thread break, and material separation issues as the provided evidence was not sufficient to confirm the issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided hydrothorax percutaneous drainage procedure using a navarre opti drain catheter. Prior to the procedure, upon opening the package and before initiating the procedure, it was observed that the sure-lok tm thread had completely separated from the catheter. The procedure was completed using another drainage catheter. There was no patient contact.